Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device had all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on anymore. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A distributor contacted physio-control to report that the device of one of their customers showed the charge-pak and attention icons in the readiness display. The device could be powered on, but would power off again after a few seconds. During device evaluation, physio-control observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display and could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. Physio replaced the lid reed switch according technical service update (tsu) 356. From the downloaded device data, it was observed that the voltage for the internal hybrid layer capacitor (hlc) batteries had dropped rapidly between (B)(6) 2016 and (B)(6) 2016. Physio could however not duplicate a rapid drop in hlc battery voltage during testing.  The device was opened, and then an internal physical inspection was performed. No discrepancies were observed. The depleted charge-pak battery charger was opened, and examined. No discrepancies were observed. An attempt to charge the hlc batteries was performed. The device hlc batteries were charged, and then the device was monitored for 6 days with no unexpected drop in hlc battery voltage. The cause of the reported issue was due to the voltage drop for the internal hlc batteries. A cause for this voltage drop could not be determined. A replacement device was provided to the customer under warranty.